Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the mid stent region were noted to be lifted, bunched and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 07feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and highly tortuous left anterior descending artery. After the lesion was crossed with a non-bsc guidewire and pre-dilated with a maverick balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device followed by post-dilatation. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.